Event description:
Additional information from the hcp reports the pt felt burning in the legs after the dye was injected. The hcp thinks the patient had an allergic reaction and treated the patient with steroids.

Event description:
After a part of the catheter was revised, the pt presented with severe pain and inability to move his legs. The pt was admitted to the hospital, the pump was stopped, and the pt received pain medication via an intravenous drip. The pt experienced no other symptoms. The pain and inability to move his legs resolved other the weekend. The pt has not experienced these symptoms again and is reported to have recovered without sequela.